Event description:
It was reported that the patient died at home, following a catheter revision surgery. The surgery was performed on (B)(6)2010, and the patient was sent home. The dosage of dilaudid (concentration of 30 mg/ml) in the patient's pump was "cut in half" (from 7.0 mg/day to 3.5 mg/day) by the patient's physician, following the surgery. The cause of the patient's death was not known at the time of this report. It was not known if the patient's death was device related. The exact date of death was not known: it occurred "over night," on either (B)(6)2010 or (B)(6)2010. No further details or patient symptoms were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)